Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging difficulty breathing and shortness of breath. The patient also alleged that the device has a strange odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device is unable to be returned for evaluation because it was discarded by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.